Manufacturer narrative:
H3: the acist angiographic injection system, model cvi, system serial number (B)(6) was returned on october 11, 2021. The injection system was functionally tested and met the pre-established specifications. There was no evidence of device malfunction related to the reported event. The instructions for use have been reviewed and no inadequacies were identified regarding warnings, contraindications, and the directions/conditions for the use of the device. Per the acist cvi user's manual, the air column detect sensor is designed to aid the user in the detection of air columns in the injection line, but it is not designed to replace the vigilance and care required of the operator in visually inspecting for air and clearing air from the entire patient kit and angiographic catheter. The air column detect mechanism is to be used in conjunction with and to complement the user's other procedures for preventing air injections. This report is closed.

Manufacturer narrative:
The acist angiographic injection system, model cvi, injector serial number (B)(4) has not yet been returned for evaluation. The evaluation will be included in a follow-up report. The consumables used during the event were discarded by the user facility and the lot numbers are not known. There are no cine-angiograms available for clinical assessment.

Event description:
During a left heart catheterization procedure for a (B)(6) male, an air embolism occurred during the exchange of the trapper device. The patient experienced hypotension, respiratory distress, and required and an intra-aortic balloon pump (iabp). The event resulted in hospitalization.